Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the procedure, the physician could not advance the aortic body delivery system past the right external/distal common iliac artery so a decision was made to switch sides. The aortic body was advanced and successfully deployed from the left side without incident. The gate was cannulated without issue and a type ia endoleak was noted. Physician ballooned with a reliant balloon which successfully resolved the endoleak. The ipsi limb was implanted without issue. On the right side, an extravasation was observed from mid to distal external iliac. The physician implanted two 10x10 viabahn stents in an attempt to resolve the extravasation. The extravasation seemed to be controlled, however, the patient lost blood pressure and CPR was started. The patient could not tolerate the procedure and subsequently expired.

Manufacturer narrative:
At the completion of the clinical evaluation, the difficulty to advance is confirmed. The complaint is most likely user and anatomy related. The total occlusion of the right external iliac likely contributed to this event. Sizing was completed on a non-contrasted CT study which also likely contributed. The final patient status was verified as passed away following placement of non endologix stents, CPR and an open laparotomy. Device was not returned, therefore, sample evaluation was not completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).